Manufacturer narrative:
(B)(4). MDR ref #s: 9615742-2011-00040 (avaulta anterior support syst.), 9615742-2011-00046 (avaulta posterior support syst.).

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a posterior and anterior repair procedures for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.